Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. The following information was provided by the initial reporter: it was reported that they are continuing to see the issue of samples overfilled.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. The following information was provided by the initial reporter: " it was reported that they are continuing to see the issue of samples overfilled. Per email: I received the following email communication regarding our complaint of overfilling bd tubes. Does this mean my inquiry has been cancelled? And, if so, why would this be the case? We are continuing to see this issue."